Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician regarding a patient who was receiving bupivacaine with concentration 8 mg/ml at a dose rate of 3.5535 mg/day and compounded baclofen with concentration 4000 mcg/ml at a dose rate of 1776.8 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient heard their pump alarm yesterday ((B)(6) 2018) and it had been alarming every 10 minutes since then. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging performed. As per the event logs, a motor stall occurred on (B)(6) 2018 at 21:18 with no recovery to date. It was noted that the patient was utilizing a laptop/pc on their lap at the time of the motor stall. Regarding a previous pump refill on (B)(6) 2018, it was noted that the event logs were normal and there were note anomalies noted. The physician was considering the next steps and was to confer with the patient. No patient symptoms were reported. No further patient complications have been reported as a result of this event.